Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Upon conclusion of the investigation, the cause of this issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 00:46:08. During night drain cycle seven, the patient's ultrafiltration reading was 1136ml, indicating the home patient drained 1136ml more than their maximum programmed fill volume of 1400ml. No additional information is available.